Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer has been losing power on their insulin pump. It was reported that the device alarmed for power system error alarm. The customer's blood glucose level was reported to be 198mg/dl. Troubleshoot was reported to be conducted, but it was not completed because the customer had to go. It was reported that the customer will discontinue using the device and reverting to their back up plan. It was reported that the customer will call back to continue to troubleshoot device.